Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the surgeon exchanged the poly on a total knee. Patient was a little stiff.

Event description:
It was reported that the surgeon exchanged the poly on a total knee. Patient was a little stiff.

Manufacturer narrative:
The patient is (B)(6). An event regarding reduced range of motion involving a triathlon insert was reported. The event was confirmed based on revision implant sheet provided. Insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. The exact cause of the event could not be determined because further information such as relevant x-rays are needed to complete the investigation for determining the root cause.